Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eb-1575k is available in the USA with a 510k number k131028. We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the electrical connector fluid damage, the lg cable connector fluid damage, the lcb distal cover glass fluid damage, the u/d knob broken, the lg prong corroded, the lg prong top corroded, the remote control buttons leak, and the remote control buttons cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.